Manufacturer narrative:
Additonal information: b5- "the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced lens rotation not associated with low vault. On (B)(6) 2023 the lens was exchanged for a same model; longer length lens and the problem was resolved reportedly 'ocos did recommend 13.7 but using the optimized nomogram and given the numbers above, we decided on 13.2.'" H6- medical device problem code: 1494- off-label use (acd<3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an 13.2mm implantable collamer lens into the patient's left eye (os). It was noted ocos did recommend a 13.7mm lens; but the surgeon decided with a 13.2mm based on the patients information. The reporter indicated the patients lens had rotated 90 degrees the next morning. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).